Manufacturer narrative:
The cartridge was received for evaluation and confirmed the presence of a break in the venous line. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The nxstage system one user guide states that a trained and qualified person must observe all treatments so that harmful conditions can be responded to promptly and the instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on (B)(6) 2022 from a 64 year old male patient with a medical history including diabetes and end stage renal disease, who stated he observed a cartridge blood leak during a home hemodialysis treatment on (B)(6) 2022. Additional information was received on 02 dec 2022 from the home therapy nurse (htn) who stated, the patient did not experience any symptoms or adverse impact related to the blood leak and no medical intervention was required.